Manufacturer narrative:
Additional information: it is believed that the lcx occlusion was related to extension of the dissection from the left main through the lcx-om branch, and unrelated to the stents implanted in the lad/lm across the origin of the lcx. This lcx dissection was not seen/recognized on the final angiograms following the lad/lm stenting. The patient remained asymptomatic for over one hour after leaving the index procedure in the cath lab, before then becoming symptomatic from the subsequent occlusion in the lcx-om branch due to coronary dissection. It is suspected that the initial guide catheter-induced trauma of the left main ostium resulted in dissection through the lm into the lad, and created an unrecognized dissection plane going into the lcx also, not becoming clinically symptomatic, nor apparent on angiography, during the index procedure. Image analysis: initial images show the successful stent deployments in the lad. Images confirm that the rca appears to be relatively disease free and no treatment was completed in the rca. Spider-view contrast injections into the left coronary system was captured. There appeared to be pooling of contrast in the aortic root and areas in the left main were contrast flow appears to be impacted and this is seen by shadowing, most likely the reported dissection. There was a timeline gap of just over five (5) minutes suggesting that vasopressors were administered to the patient and the swap out of the guide catheter and the delivery of the procedural wires were completed in this timeline. The following images confirmed the vessel pre-dilations and stent deployment to result in timi iii follow in the left coronary system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sherpa guide catheter was being used in the left main (lm) coronary artery. The patient presented to hospital with a non-st elevated myocardial infarction (nstemi) 30 days prior. Coronary angiogram showed that the left anterior descending (lad) had 40% stenosis in the proximal with sever in-stent restenosis in the mid lad causing 95% stenosis, involving takeoff of a small second diagonal branch that has 70% ostial stenosis. It was reported that attempts to engage the lm with the guide catheter resulted in a dye stain in the aortic root immediately below the lm ostium, with staining extending into the lm. This resulted in the patient experiencing severe chest pain and hypotension requiring vasopressor therapy. Engagement with a second ebu 4.0 guide catheter was performed with immediate passage of a guidewire into the left circumflex artery (lcx) and into the distal left anterior descending (lad) with angiography confirming dissection of the lm entering the lad. There was 95% stenosis of the lm and 60% narrowing of the proximal lad. There was an intimal tear in the aortic root extending into the left main and the intimal flap being pushed up over ostium causing abrupt closure. The lm was stented with a 3.5 x 12mm resolute onyx stent with final deployment using a 4.0mm high pressure balloon, resulting in reduction of stenosis severity from 90% to 0% with excellent timi iii flow. The proximal lad was stented with overlapping 3.0 x 34mm and 4.0 x 26mm resolute onyx stents, which extended across the origin of the lcx into the lm stent. Final deployment was done using a 4.0mm high pressure balloon with reduction in stenosis severity from 90% to 0% with excellent timi iii flow. Echocardiogram study at the end of the procedure demonstrated normal aortic root, normal aortic valve with left ventricular ejection fraction (lvef) 75-80% with no wall motion abnormalities. Later in the same day the patient had a stemi of the inferolateral wall with suspected acute occlusion of the lcx. Using right femoral access, coronary angiogram confirmed new finding of coronary dissection into the lcxom (obtuse marginal [om]) branch, with 100% thrombotic occlusion of the lcxom branch. Stenting with a 2.5 x 26mm and 3.0 x 8mm resolute onyx stents was performed in the lcxom branch with reduction in stenosis severity from 100% to 0% with excellent timi iii flow. Angiography showed compromise of the origin of the distal lcx with 80% stenosis. The distal lcx was stented with a 3.0 x 8mm resolute onyx stent at the bifurcation of the lcx and lcxom with stenosis reduction from 80% to 0% with excellent timi iii flow. The proximal and mid lcx into the lm was further stented with a 3.5 x 38mm resolute onyx stent with stenosis reduction from 70% to 0% and excellent timi iii flow. Ptca of the lm was performed using a 'kissing balloon' technique while ptca of the proximal lcx into the lm was performed with 0% residual stenosis and timi iii flow. Final ptca of the ostium of the lm stented segment was performed with a 4.5mm balloon to flare the ostial stented segment. Past medical history provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device involved was a medtronic 6fr ebu 3.75 sherpa guide catheter. The lesion had no calcium. It was reported that there was guide-catheter trauma to the aortic wall just below the ostium of the left main (lm). Lm ostial dissection occurred, with intimal flap being pushed up over the ostium causing abrupt closure. Bail out was performed using a resolute onyx coronary drug eluting stent to the lm, lad, cx. Event date updated. Patient age, weight and sex provided. Annex e codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a medtronic ebu 3.75 guide catheter via a right radial approach. It was reported that a left main (lm) ostial dissection occurred. The dissection spiraled into the left anterior descending (lad) and left circumflex artery (lcx). Bail out was performed using a resolute onyx coronary drug eluting stent. No further injury was reported.